Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product could not be returned.

Event description:
Bleed - mouth [mouth haemorrhage]. Cut cheek- mouth [mouth injury]. Brush heads don't stay on toothbrush [device breakage]. Because heads didn't stay on toothbrush it cut cheek and started to bleed [injury associated with device]. Case description: consumer called stating brush heads do not stay on toothbrush. No serious injury reported.